Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va013qd, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received reported that the patient lost efficacy after being admitted to the hospital due to a cat bite. It was noted that during the lead revision, satisfactory response were not achieved during the intra-operative testing. The physician made decision to explant both the implantable neurostimulator (ins) and the lead component. It was noted that, prior to the surgery, the patient noted that the new medication their physician had prescribed for them was working very well for them. If additional information is received, a follow-up report will be sent.

Event description:
Further follow up information received reported that there was no system malfunctions of the equipment and that intraoperative methods to try to resolve the issue included the physician testing multiple lead placement options on both side of the patient, repositioning of the needle angle, different lead angles, and testing multiple times for over an hour. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a planned lead revision for (B)(6) 2013. It was stated the patient had fallen several times per the doctor, and his staff reprogrammed the device and determined the lead needed to be revised to regain efficacy. It was stated the patient experienced less than 50% therapy relief and the location of the issue or symptoms was the lead location.

Manufacturer narrative:
Additional review indicated that device code also applied to the event. Additional review indicated that conclusion code did not apply to the event.